Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) accessed station and cables and connections were checked for any damage. The position sensor drawer board was replaced, but the issue persisted. Further inspection revealed multiple pocket failures. The retractor board was then replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer had clicked when opening, but the medication lid had not opened when user tried to access. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.